Event description:
The customer received a blood glucose result of 547mg/dl at 7:30pm. The customer was taken to the hospital and at 8pm the customer's blood glucose was 329mg/dl. No treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.